Event description:
It was reported that the customer had an endoplege that the tip of the catheter was cracked. It was found during prep and was not used in a patient.

Manufacturer narrative:
Expiration date: 05/05/2011. Device manufacture date: 08/05/2010. Evaluation results: (B)(4) 2011 - the distal tip of the device was visually inspected and it is noted that the distal tip of the device is cracked. Visually it appears as if the distal portion of the tip was manipulated which cracked the material surrounding the soft tip. Visually under 10x magnification there is evidence that the distal tip was bent enough to crack the tip. The balloon bond is still intact. Air was introduced into the device balloon and the balloon inflated and held inflation for half hour with no volume loss. Water was introduced into the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. We can not determine how or where the distal tip became cracked. A device history record review was completed for lot 763119 and this device met all specifications upon distribution. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time.